Event description:
It was reported that the patient went to the hospital due to the patient alarm being triggered. Upon device interrogation, it was noted that right ventricle (rv) impedance was low. It was also noted that there was no capture. The lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the inner tubing was kinked/buckled, the outer tubing was kinked/buckled, the outer insulation had a cosmetic depression and there was apparent explant damage. We did receive performance data collected from the lead and have analyzed (B)(6) 2012. Daily pace lead impedance trend data shows an abrupt impedance decrease for ventricular pace bi impedance = 437 to 19 ohms minimum between (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the inner tubing was kinked/buckled, the outer tubing was kinked/buckled, the outer insulation had a cosmetic depression and there was apparent explant damage.